Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta.

Event description:
"During a case, the laser fiber tip broke off inside the patient. The holmium laser was not turned on when the tip broke. They believe the tip remains in the patient."

Manufacturer narrative:
Analysis of the fiber revealed a fiber which had a missing distal tip. The distal area of the fiber where the tip was exhibited signs of tip breakage while laser energy was being transmitted. It is likely that the tip was pushed with too much force against a body structure, likely resulting in the distal tip breaking. The 120 joules of energy usage indicates the fiber did function and was used for a fair amount of time. In addition, the successful testing of the fiber after distal tip reprocessing, the presence of a pilot beam with successful laser transmission, and the successful testing without breaks while under the minimum bend radius of 7mm indicates that the fiber was fully capable of functioning as intended. It can be assumed that during evaluation testing that it is very unlikely there were any manufacturing faults with the fiber.

Event description:
"During a case, the laser fiber tip broke off inside patient. The holmium laser was not turned on when the tip broke. They believe the tip remains in the patient."